Event description:
Customer reported receiving a no delivery alarm during bolus. Customer also reported noticing blood upon removal of the infusion set. Customer stated that he had some bent cannulas and high blood glucose levels. Blood glucose level was 280 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.